Event description:
The customer reported that there was no sound coming from the speaker. No death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.